Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.

Event description:
It was reported the customer dropped the pump and cracked the touch screen. The tough screen is now unresponsive. There was no impacted to customers' blood glucose level.